Event description:
Customer reported a lost sensor alert and stated that the transmitter had a hairline crack. The blood glucose reading was 135 mg/dl. She stated that she had not received a new transmitter and that the transmitter ID was correctly programmed in the insulin pump. Customer reported that the sensor was squished. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.